Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as fold flaw opening. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ white calcification observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional later reported right side "hole, non-specific" via rga..